Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from korea of bacterial peritonitis in a patient, coincident with dianeal unknown therapy. On (B)(6) 2011, the patient warmed the dianeal bag for 20 minutes, during the apd preparation, and the dianeal bag became turbid. The patient continued the apd therapy with the dialysate, and after the first cycle, he felt abdominal discomfort and stopped the apd therapy. On (B)(6) 2011, the patient was hospitalized due to peritonitis. On (B)(6) 2011, the patient began remedial treatment with fortum and unspecified first generation cephalosporin. On (B)(6) 2011, apd therapy with dianeal was discontinued and the patient began therapy with extraneal viaflex and physioneal unspecified product, ip for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was discharged from the hospital and the remedial treatment with cephalosporin was discontinued. On (B)(6) 2011, the patient went to the hospital for an outpatient visit. The remedial treatment with unspecified first generation cephalosporin was clarified as cefamezin injection. At the time of this report, the patient remained on remedial therapy with fortum. At the time of this report, the peritonitis was resolving. The patient remained on extraneal and physioneal therapies via capd and on remedial treatment with fortum. The reporting consumer believed that the event of peritonitis was possibly related to the dianeal solution.